Event description:
It was reported by service report that the bed was not lowering properly. No patient involvement or adverse consequences are reported.

Event description:
It was reported that during a subtotal colectomy procedure, the dextrus tore after the surgeon entered his hand. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Iris seal the analysis results of the device found that it was received with the iris seal torn. The tear initiated near to the upper inner ring and spiraled to the lower ring 360 degrees. No conclusion could be reached as to what may have caused the found condition of the iris seal. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate.information anticipated, but unavailable at this time.